Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analysis found no anomalies. There was blood in/on helix mechanism that may have occurred.

Event description:
It was reported that the atrial lead had unacceptable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.